Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "15 mmol/l" with the subject meter and "11 mmol/l" on another device, performed within 30 minutes of each other. On an unspecified date/time, prior to the meter to other meter comparison, the patient claimed she had developed symptoms of thirsty. The patient denied receiving medical treatment. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to the serious injury. The patient's symptom correlated with the reading obtained on the lfs device. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.